Manufacturer narrative:
Conclusions: (B)(4). Relevant tests/laboratory data, including dates; corrected data; initial MDR inadvertently reported incorrect impedance value of 5490 ohms.

Event description:
Information received that lead impedance is now within normal limits. No additional or relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that high impedance was found for the patient. A review of device history records for generator and lead shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No relevant surgical intervention has occurred to date. No additional relevant information has been received to date.